Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: right superficial skin oozing, right groin pain. Time of symptoms/ae: after vessel closure. It was reported that a physician using the perclose proglide device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after uneventful arteriotomy closure, the pt developed right groin pain and superficial skin oozing. The pt was treated with lidocaine 2% with epinephrine 1:100,000, tylenol 250 mg orally, and manual compression was applied. After one day, all of the pt's symptoms resolved and the pt was discharged from the hospital. There were no reported adverse pt effects. No add'l info was provided.